Manufacturer narrative:
The product was returned without a needle. A quality assurance needle was used to test the device. No abnormalities were observed. Co is unable to determine the exact cause of the difficulty encountered.

Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle detached into the pt's cavity. The surgeon was able to retrieve the component without any pt injury.